Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: patient received a unit of blood. It was put into the IV pump to deliver over 3 hours but was delivered over 2 hours. Please note the pump time is incorrect; it is set 1 hour 5 minutess fast.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689. K142596. K191910. Additional information: h4 device manufacturer date. General information: complaint: (B)(4). Information to the sample: model: infusomat spac article number: (B)(4). Serial number/batch: (B)(6). Software version: m03000 hours of operation: 2671 further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2025-03-10 were analyzed. The described infusion was found. A space line was selected and the infusion started with a rate of 140ml/h and a volume of 306ml. After two hours, the upstream alarm occurred and the infusion stopped. At this time, 283,28ml was infused. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (353-01-051) on the lower housing were intact and undamaged. The device is slightly dirty but no visible damage was found. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,50%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues on the lower housing, the emc protection shield and the bottom inner frame. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.